Event description:
Customer called to report that the unicel dxc 600 synchron system generated erroneously low ammonia results for two patient samples. One patient result was reported outside the laboratory, but was amended and the physician was notified prior to patient treatment; therefore patient treatment was not affected. The other patient result was not reported outside the laboratory, and was repeated on the other dxc instrument in the laboratory, the results of which were reported. Customer found that the results were discrepant after repeating the patient samples on the other dxc instrument. Customer stated that the hospital's biomedical engineer performed reagent probe alignments on both the top and bottom reagent carousels of the instrument, which resolved the instrument issue. Customer confirmed that the instrument was performing acceptably, and that ammonia results were recovering within specifications.

Manufacturer narrative:
The root cause of the instrument issue is unknown, but was resolved with the hardware repairs described. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)).